Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. A suture was required to close the incision. The reporter stated the cause of the torn lens was due to a loading issue.